Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture for right side. The device has been explanted.

Event description:
Healthcare professional reported rupture for right side. The device has been explanted.

Manufacturer narrative:
Health effect - impact code: f2203 imaging required. Device evaluation: visual analysis of the returned device identified: underweight, an opening on radius, creases fold, and wear abrasion. A microscopic analysis was performed which identified: a crease sharp opening on radius, two striated openings on radius and anterior, and stress marks. Based on the device analysis the final assessment is a sharp crease opening on radius assessed as fold flaw opening, and two striated openings on radius and anterior assessed as surgical damage.